Event description:
Pt had total laparoscopic hysterectomy. At the end of the procedure, the vaginal cuff was closed with the endostitch. While suturing the vaginal cuff, the spike broke off of the endostitch. At this time a c-arm was called for and confirmed that a portion of the endostitch spike was still in the vaginal cuff. One hour was spent lying to remove this portion of the spike. In addition to trying to retrieve it laparoscopically, the physician went vaginally and cut out off of my previous suture opened the cuff complete and could not retrieve the portion of the spike. At this time, the decision was made it was not worse risking injury to ureter or increasing blood loss from the close left uterine artery and the spike was left. The vaginal cuff was then reapproximated with 2-0 polysorb in a running fashion.